Event description:
It was reported that the lead exhibited rising impedances and thresholds to high levels. A lead fracture was suspected. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.